Manufacturer narrative:
The hill-rom tech replaced the head end brake casters to resolve the issue.

Event description:
The hill-rom tech alleged the head end brake casters would swivel when activated. No pt impact.